Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report of peritonitis. The patient experienced peritonitis on (B)(6) 2012. A culture was performed, however, results were not reported. The patient was hospitalized on (B)(6) 2012. The patient was recovering. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j05089, h12a31066, h11j24049, h11k01037, and h11l14079. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.